Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut? I do not know. I boxed up the device this morning and there sin' even a cartridge in the device. It looked as if they cleaned it as well. I will try and find out-the occurrence was over two weeks ago.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. Analysis does not confirm (verify) the reported failure. No further investigation will be conducted on this complaint. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon procedure, the stapler would not fire the staples. Case completed with another device of the same product code. There were no patient consequences reported.